Event description:
Horizon medical imaging system version 11.7 presented an incorrect study (set of images) to a radiologist at the reporting site. The radiologist selected an archived study comprised of 12 ultrasound images and was presented a CT study of approx 1000 images instead. At the same time, the requested study was inappropriately deleted. No pt harm was reported.

Manufacturer narrative:
When archiving a task is stopped and then started quickly, a software defect in (B)(4) will create a non-unique 'job ID.' In this case, that defect caused 2 studies to be given the same job-ID. The incorrect study was presented to the radiologist and the requested study was deleted without being archived. (B)(4) has determined that the identified software defect is the root cause for this problem. (B)(4) has developed a software solution which will be provided to potentially affected users to reduce the risk of future recurrences.